Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support, who provided complete pump reset information and guided the caller through the process. Following the pump reset, the cgm error code did not reappear, and the caller successfully started their sensor session.